Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-02199.

Event description:
A follow up call was made and the customer reported that her blood glucose kept going up and was bolusing, but the glucose level did not drop and ended in the emergency room with high blood glucose. The customer mentioned having (B)(6) in the site area. The glucose level at time of admission was over 600mg/dl. The customer was lethargic and had painful site. No further information was provided.